Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported surface irritation from allergies one week post bilateral lasik. The patient was using steroid and antibiotic drops which resolved the issue. There are two medical device report associated with ths event. This report references the left eye.